Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 406mg/dl. It was stated that the customer was wearing the insulin pump at the time of his admission. Troubleshooting could not be performed as nurse did not everything he needs to complete the testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.